Event description:
The customer reported to philips healthcare that during a periodic inspection on the heartstart xl and while the device was connected to external paddles, "the charge is started even though the charge button isn't pressed. In addition, abnormal values and codes were displayed." There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.